Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing, specifically the te recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and ECG "b". The root cause for the open pulse wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt( B)(4) and reported that the a patient experienced a gelled belt.